Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's brother in law reported via phone call that insulin pump was under delivering the insulin. Customer¿s blood glucose was unknown. Customer stated that they had high blood glucose and was off to the insulin pump for less than 48 hours. Insulin pump will not be returned for analysis.